Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be a cascading effect of the reported device damaged by another device (dislodged). The dislodged was due to the procedural condition of the second clip. The investigation was unable to determine a cause for the pericardial effusion. Pericardial effusion is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment, device dislodgement and pericardial effusion it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted the patient had fragile and friable leaflets. An xtw clip was inserted and successfully deployed at a2/p2. To treat a remaining jet lateral of the clip, an xt was inserted and grasping was performed very close to the implanted clip. It was noted that anterior leaflet was very difficult to grasp. While grasping was performed, it was observed the xtw clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that the xt clip may have come in contact with the xtw, causing the slda. The xt clip was then successfully implanted, but to stabilize the xtw, an additional clip was implanted medially. Mr was reduced to a grade of 3. The following day, it was observed that a pericardial effusion had occurred. It is unknown what caused the effusion. To treat the effusion, pericardiocentesis was successfully performed. No additional information was provided.